Manufacturer narrative:
A ge rep evaluated the system and replaced the orbital drive motor and servo. The system operates as intended.

Event description:
The customer reported that motorized movement is not working when using the joystick. No pt injury was reported.